Event description:
On 7/2/24 beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent contacted the user about the event. The user reported experiencing a severe hypoglycemic episode at work, resulting in a blackout; the user reported everything "seems like a blur" and they are not sure what happened. They believe had not eaten adequately after announcing a less than usual dinner and lacked glucose tablets to treat their hypoglycemia. The user, who has high blood pressure, believes this contributed to the incident. They reported a possible dexcom g7 continuous glucose monitor (cgm) issue before their bg dropped. Ems transported the user to the hospital, where they were admitted on (B)(6) 2024 and released on (B)(6) 2024. The user received insulin therapy and had their blood pressure monitored during hospitalization. The user was able to reconnect their dexcom g7 cgm and resumed using the ilet. The lowest recorded bg level during the event was 29 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event may have been caused by the user overestimating the carbohydrate content of their meal and not eating as many carbs as they announced for, resulting in an excess of insulin. Having the device volume set to "medium" and not having rapid-acting carbohydrates available to respond to hypoglycemia contributed to the severity of the event. It is also likely that the user's other medical conditions contributed to this event. Without further detail from the user, we are unable to determine the cause of the event.